Manufacturer narrative:
The device was received for evaluation. During evaluation, the unit alarmed system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed lower link switch. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, after loading a set and closing the door, the unit alarmed system error 322 (link switch error (low). No additional information is available.